Event description:
It was reported that pump battery did not last as long as expected, causing customer to charge pump more frequently and disrupting daily life. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up from technical support, so no troubleshooting was performed and no additional information was obtained regarding the outcome of the event.